Manufacturer narrative:
Supplemental MDR was submitted to recall MDR no.2016493-2025-03884, as MDR has been already submitted on MDR no.2016493-2025-03930.

Event description:
It was reported when using the pyxis medstation es system that it had a software issue. Station was frozen. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by system performsnce of driver. The technical service engineer clean up drive space and windows updates. Rebooted the station to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.